Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A non-bsc guide catheter had been inserted. A dissection occurred. A 3.5x16mm taxus express2 drug eluting stent had been selected and advanced to treat the dissection, but it was unable to cross the left main artery adequately. The device was removed, and it was noticed that the end of the stent appeared "flared". The procedure was completed with a 3.5x16mm liberte' bare metal stent. There were no add'l pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.